Event description:
Patient was a trauma activation and the team had decided to intubate the patient in the trauma bay. Intubation went according to plan and when I was trying to secure the ett, the tube holder (hollister) broke (the securement piece and bite block plastic snapped off completely). Another tube holder was quickly available to replace the broken equipment and the airway was then properly secured with the replacement. It is important to note that we have had two other hollister anchorfast tube holders break, but these product faults did not reach the patient directly.